Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. Based on communication/interviews with the user facility and olympus technical support, the likely cause of the reported problem is radio frequency interference associated with use of the non-olympus electrosurgical device. The instructions for use provides the following statement: warning: use only olympus high-frequency electrosurgical equipment with this unit. Non-olympus equipment can cause interference on the monitor display or a loss of the endoscopic image.

Event description:
A user facility reported temporary loss of image from the cv-190 processor to the boom mounted displays when a non-olympus electrosurgery device was activated. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Since the reported phenomenon occurred when the erbe device was activated, it is believed that the noise when the erbe device was used propagated to the device and the video signal cable, resulting in signal disturbance of the endoscopic image and the video signal, temporarily interrupting the image.